Manufacturer narrative:
On 01-jun-2023, mentor received additional information about the event. The patient underwent a primary breast reconstruction procedure with the suspect medical device. On 16-jun-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor became aware of the following: the patient identifier is (B)(6). An updated explantation date (B)(6) 2022 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-sep-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, a deflation occurred in a tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear between the union of the shell and bladder on the anterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. According to the manufacturing investigation, the process controls and data records collected for the complaint are within specification. This product complaint is not able to be confirmed as a manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor ce med height te 350cc tissue expander that deflated post implantation. Deflation of the patient¿s right breast tissue expander was reported. As a result, the patient underwent explantation on (B)(6) 2022. The reported event date is after the explantation date of the suspect medical device. Mentor will report the dates as received. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue expander deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).